Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide complete investigation results. The returned device: main body only - length of main body: approximately 4494mm. Appearance confirmation: the outer layer had been twisted and shaped as torn off in the fractured part. The wire strand had been exposed at the fractured part. No anomalies such as abrasion or deformation in appearance in other parts. Appearance confirmation of the wire strand: the outer layer had been twisted at the fractured part. It had not been tapered but twisted on the side of the wire strand at the fractured part. Radial patterns were observed on the top surface of the wire strand at the fractured part. Dimensional inspection: the outer diameter (normal part): it met the factory's specifications. No anomaly was found. Length of missing portion: main body: approximately 4494mm, current products: approximately 4500 mm. Compared with the current product, it was determined that the actual device had a missing portion of aproximately 6 mm. No anomaly was found in the results of the history investigation. No similar event was found in the past complaint file. Simulation test: regarding the fracture of the guidewire, the following simulation test was conducted. A continuous torque load was applied in the same direction while the guidewire was bent. It was not tapered on the side of the wire strand at the fractured part. Radial patterns were observed on the top surface of the wire strand at the fractured part. It was thought that this condition was similar to that of the actual device. Based on the investigation results, no anomaly was found in the dimensions of the actual device. Based on the condition of the actual device and simulation tests, as one of the possibilities, it was considered that the wire was fractured when a continuous torque load was applied in the same direction while it was bent. It was then thought that the outer layer twisted and separated within the body. Furthermore, compared to the current product, the current product is thought to have a missing portion of approximately 6 mm. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guidewire and/or endotherapy device and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as perforation, hemorrhage or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy device."

Manufacturer narrative:
D4: UDI no. N/a as this product is not exported to the us market d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: initial reporter name: unknown e2: health professional: unknown e3: occupation: unknown the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
Terumo medical corporation received the following reported information: during an endoscopic retrograde cholangiopancreatography) ercp case, when the product was inserted into the bile duct and searching in it, approximately 2mm of the distal end was fractured and fell off in the bile duct. The fallen piece has not been removed, and it remained in the bile duct. The device was replaced and the procedure was completed. The detailed information regarding the patient's outcome was not obtained.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section d4 (lot), and the device return date in section d9. Upon completion of the investigation, the cause will be identified and reported. Appearance confirmation of the actual device through the package bag: the product lot was identified as 250704. No anomaly was found in the manufacturing history records. No similar event was found in the past complaint file.